Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was supposed to be seen for a post-op on (B)(6) at the office with their managing provider, but was seen 1 day prior ((B)(6) 2021) and mdt was not informed. At the appt patient was scheduled to meet on (B)(6) 2021 rep found out the patient was seen 1 day earlier for suspicion of infection at the battery site. Rep mdt has not seen this patient since replacement or heard they were having pocket site issues. Patient has appointment on (B)(6). Issue not resolved yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported to a manufacturer representative that there was redness over the battery site when the patient was seen. The patient is getting effective therapy from the device. The patient has a follow-up appointment with the physician scheduled for (B)(6) 2021 to evaluate the infection. The patient was put on antibiotics by his provider and provided a topical ointment as an action against the suspected infection. No further information is known at this time.